Event description:
pt reports that he noticed that his iv ext set cadd 55" tubing was leaking fromthe filter. he states that he had changed his tubing and has not noticed any leakage yet from the new tubing. he reports that he had noticed leakage 3-4 times previously since he has switched from the cadd ext set to iv ext set cadd 55" tubing. offered to have nice reach out for any possible additional troubleshooting since this seems to be a recurring issue, but pt declined, stating that he has been using the medication for a long time and knows how to properly connect his tubing and that there would be nothing further that nce could assist with. pt also states that he does not like that the iv ext set cadd 55" tubing has a larger priming volume than the previous cadd ext set. transferred pt to psr (Patient Services Representative) per request to schedule additional iv ext set cadd 55" tubing. pt had no further questions or concerns at this time. no further information provided/known. diagnosis for use: Pulmonary Arterial Hypertension.